Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called because therapy has stopped on patient in hypothermia maintenance phase in an arctic sun device. Event log shows alarm 117 (patient temperature (pt) 1 change not detected). Explained red alarms stop therapy. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36.5c. Nurse did confirm patient temperature (pt) has been struggling to come up. Esophageal probe in place and verified via x-ray. No secondary temperature source. Recommended checking via secondary source to make sure temperature was within range. Restarted therapy and water temperature (wt) was 33.6c, water flow rate (wfr) was 1.2 l/m. Noted device was actively trying to get patient temperature (pt) up to targeted temperature (tt) and maintain. Encouraged them to check secondary source, monitor patient temperature (pt) over the next hour and call back if no change or they receive any alerts or alarms in sn (B)(6).

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Explained red alarms stop therapy. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36.5c. Esophageal probe in place and verified via x-ray. No secondary temperature source. Recommended checking via secondary source to make sure temperature was within range. Restarted therapy and water temperature (wt) was 33.6c, water flow rate (wfr) was 1.2 l/m. Noted device was actively trying to get patient temperature (pt) up to targeted temperature (tt) and maintain. Encouraged them to check secondary source, monitor patient temperature (pt) over the next hour and call back if no change or they receive any alerts or alarms in sn (B)(6). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called because therapy has stopped on patient in hypothermia maintenance phase in an arctic sun device. Event log shows alarm 117 (patient temperature (pt) 1 change not detected). Explained red alarms stop therapy. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36.5c. Nurse did confirm patient temperature (pt) has been struggling to come up. Esophageal probe in place and verified via x-ray. No secondary temperature source. Recommended checking via secondary source to make sure temperature was within range. Restarted therapy and water temperature (wt) was 33.6c, water flow rate (wfr) was 1.2 l/m. Noted device was actively trying to get patient temperature (pt) up to targeted temperature (tt) and maintain. Encouraged them to check secondary source, monitor patient temperature (pt) over the next hour and call back if no change or they receive any alerts or alarms in sn (B)(6).